Event description:
It was reported that the customer has requested a routine 2000-hour service quote, and the arctic sun device failed calibration for low flow.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. It was noted that the customer has requested a routine 2000-hour service quote, and the arctic sun device failed calibration for low flow. Biomed called to state this device was failing calibration for low flow. A functional check showed that the circulation pump was at 65% when ip was -7. I stated this was indicative of a failed circulation pump and discussed the 2000-hour service. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.